Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va302xt, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that their wire did not hook up to the device during surgery. Caller stated that they were going to have to redo the surgery and the wires were not attached. Caller mentioned that they had done some x-rays and the wire was still not connected. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va302xt serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 30-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they went for a follow up appointment with their healthcare provider on tuesday and it seems as though the wire was not making contact with the device that was implanted. Patient stated that they were going to have an x-ray in the morning to make sure that's what was wrong and the healthcare provider would let them know what to do from there. Patient stated that they saw their physician's assistant on tuesday who did the different programs and adjustments but it wasn't working. The patient was redirected to their health care provider to further address the issue.